Manufacturer narrative:
Due to item breaking during surgical process, occurrence was determined to be reportable to FDA.

Event description:
Fixation device had a piece that broke off when the doctor went to insert the device. It was indicated that there were no patient or doctor injuries to report. The doctor used a back up device and finished the surgery.